Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump would not turn on when charging, pump screen was black and an unspecified malfunction occurred. Customer's blood glucose (bg) level was in 500-600 mg/dl range with trace of ketones. The customer administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.